Manufacturer narrative:
The sample was aliquoted and frozen over the weekend prior to analyzing. Qc was within the established ranges prior to the event. Bci field service engineer was on site (B)(4) 2011 and performed a hardware verification testing. All results met the specifications and no hardware issue was noted. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a higher than expected luteinizing hormone (hlh) result generated by unicel dxi 600 access immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced results in a lower clinical category that better matched the patient's clinical presentation. There was no report of death, injury, or change to patient treatment attributed or connected to this event.